Manufacturer narrative:
No anomalies noted during product analysis of the returned portion of the lead. Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated vns therapy system explanted due to "pus in tube". It was also reported that "no reimplantation done". One piece of the explanted lead was returned to MFR for product analysis. A portion of the lead body and electrodes were not returned, so a complete product analysis of the lead could not be performed. Product analysis on the returned portion of the lead showed no anomalies. Good faith attempts have been made to obtain additional info.